Manufacturer narrative:
Additional information: device evaluated by mfg. An event regarding a packaging issue involving a triathlon femoral component was reported. The event was confirmed. The device was returned with its packaging box, implant stickers, and the inner blister containing the implant. Inspection of the returned packaging confirms the event that the implant was wedged in tightly and had difficulty removing the implant from the blister. Apart from this the implant looks unremarkable. No medical records were received for review with a clinical consultant. No adverse consequences to the patient were noted. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Conclusions: the investigation concluded that an nc has been raised to investigate the event. The nc was initiated to address a nonconformance wherein the implant could not be removed from the packaging as it was wedged in too tightly.

Event description:
It was reported that during a procedure on patient's right knee, the implant could not be removed from the packaging as it was wedged in too tightly. A replacement implant was immediately available for use. There was no surgical delay and no harm to the patient.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a procedure on patient's right knee, the implant could not be removed from the packaging as it was wedged in too tightly. A replacement implant was immediately available for use. There was no surgical delay and no harm to the patient.